Event description:
The customer reported a cartridge alarm 20 occurring with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, advising the customer on managing backup insulin delivery through multiple daily injections, and providing instructions for returning the problematic pump to the manufacturer.